Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation caused by the lifevest. The patient described the irritation as red and peeling underneath the te pads. There was no alleged device malfunction. The patient visited the ER and the patient's physician advised using soap and water on the affected area. The patient's skin was reported as improved.